Event description:
It was reported that there was placement difficulty during the implant. The following day the right ventricular (rv) lead had decreased sensing and high thresholds. The rv lead had perforated through the ventricle. No cardiac effusion or tamponade was noted. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.